Event description:
A report was received that stated while the device was in use smoke was noted. The device was removed from service. Their was no pt harm or serious adverse event.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.